Event description:
It was reported by a customer in the USA that, an 840 ventilator graphic user interface (gui) top display was blank. There was no patient involvement.

Manufacturer narrative:
The customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb). The customer service engineer (cse) evaluated the device, and upgraded the software to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).